Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on (B)(6) 2023. The pt reported that while they had the temporary device, they could control each electrode (12 of them). When they received access to settings on their controller once they were implanted, they only had 3 electrodes available, one on each channel. When they turned up the power to 3 on channel b, they would received a shock from their back along their rib cage to their sternum. Turning down the stim to 0.4 would resolve that issue but then it did nothing for their sciatica. After two weeks at their post-op appointment, that electrode was deactivated and now they have 12 electrodes to work with to get the best results. Now that they have control of 12 electrodes, they have been testing effectiveness of different settings by turning off ones that cause problems and using the effective ones.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were set up in groups and they are not sure how the electrodes are in the same place as they were when they did the test. Patient stated they have the internal battery and some of the leads. Patient reported when they increase the stimulation they get a shock around the rib cage to the sternum. Patient services specialist asked patient to connect with the controller and controller show implanted neurostimulators 90%, controller 100% charged. Patient was on group c at 1. 3v and getting a little bit of shock and burning off to the left hand side of the spinal column. Patient said if they turn the stimulation down to 0. 9v they do not feel the shock. Patient mentioned they have other groups a gives him shock on the sternum and group b make his left hip numb.  Patient stated he doesn't think the electrodes are in the same place as the trial. Patient services (ps) reviewed device function and recommend patient consult with hcp office for next steps. Patient stated they the post op apt on (B)(6) 2023. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.